Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device received a shock. Temperature module is defective, and maybe other parts inside. There was no reported patient or user impact. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device received a shock. Temperature module is defective, and maybe other parts inside. There was no reported patient or user impact. The device was reported to be in use on a patient, but no adverse event to patient or user was reported a philips response service engineer (rse) spoke to the customer. The customer requested to send the device to bench repair. Philips bench repair service evaluated the device and determined that the key does not work on the lower middle part of the device, the temperature module is cracked, the connection cable is damaged, and the plastic device casing is damaged. The customer could not determine if the device was struck as a result of the damaged wheel or use error. Philips provided the customer with a quote for the service and part replacement required for the device repair. The customer rejected the quote and the device was returned to the customer.